Event description:
It was reported to lifecell that the patient underwent breast reconstruction using strattice on (B)(6) 2009. The patient was last seen in (B)(6) 2009, and the wounds were clean, dry and intact. There was a slight color change noted in the right breast. The patient presented in 2012 with the left breast extremely red, with a clear discharge. The strattice was explanted on either (B)(6) 2012 or (B)(6) 2012 (date is unclear in report). The original surgery in 2009 was a bilateral mastectomy with immediate bilateral reconstruction with tissue expanders. It is reported that the same lot number was used for both breasts.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from these lots. Results of evaluation: review of the device history records revealed no deviations associated with the nature of this complaint. The products met acceptance criteria for qc release,including the results of mechanical testing. There were no deviations or nonconformities related to the event. To date, 6 other complaints have been reported to lifecell against lot s10533 ((B)(4) - temperature monitor alarm; (B)(4) - temperature monitor alarm; (B)(4) - temperature monitor alarm; (B)(4) - clinical other - non-healing wound; (B)(4) - expired product use and (B)(4) - temperature monitor alarm). To date, of the 362 devices processed for lot s10533, 353 devices were distributed with 102 devices reported to be implanted. Conclusion: internal investigation into the processing history of the lots revealed the devices met qc release criteria including mechanical testing. It is unlikely that the event is related to the strattice based on the time post-implant, no issues with wound healing after the original surgery in 2009, a report that the same lot was used in both breasts and the event occurred in the left breast only. Patient contributory factors are unknown at this time. Evaluation would not lead to root cause.